Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported customer changed her infusion set and reservoir about three hours ago. The reservoir had 170 units, and now it is already down to 131 units of insulin. Customer has not used that much insulin. Customer's blood glucose is 225 mg/dl. Insulin is not visible in the reservoir compartment or under the lcd display. There are no cracks or splits in the barrel. The reservoir has about twenty five little air bubbles. The bubbles were not there during filling. The reservoir compartment smells like insulin. The insulin pump is being replaced because customer does not feel safe using it. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.